Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that the iabp unit shut down while plugged into ac, while trying to retrieve error codes. Upon boot up, the unit displayed maintenance required code # 7. The power supply was occluded with lint. The fse cleaned/vacuumed the power supply and performed full functional test, in addition to solenoid and gasket field actions. The unit cycled overnight in bio-med shop on test balloon and simulator without any errors to report. The iabp unit was returned for clinical use.

Event description:
The customer reported that during service/test of the intra-aortic balloon pump (iabp), the unit shut down while plugged in during set up. There was no patient involved, thus no adverse event was reported.